Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. According to the event log, the ventilator had generated alarms such as: peep low, respiratory rate high and airway pressure high. The test log showed that successful pre-use check was performed prior the event. The technical log did not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The generated alarms indicated leakage/disconnection of the patient circuit. The received image revealed that the patient tubing was melted/damaged. The patient tubing was not a getinge product. Our conclusion is that there is no indication of a ventilator malfunction. Appropriate alarms for disconnect/leakage situation in the patient circuit were generated. The cause of the leakage was due to melted patient tubing. The patient¿s ventilator tubing became melted due to exposure to excessive heat, most likely from an external heat source or a malfunctioning heated circuit.

Event description:
It was reported that during patient treatment, a leakage was detected by the ventilator. Patient's saturation decreased to 32%. Final patient outcome is unknown. Manufacturer's ref.#: (B)(4).